Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery returned with the device had low voltage. It was also noted that the upper case was dented, the lower case was broken, the side bail covers were broken, the ring cover was contaminated, the lead flex cover was corroded, the battery contacts were compressed, the keyboard was scratched, and the main printed circuit board (pcb) was out of electrical specification. (B)(4).

Event description:
It was reported the device was dropped and the lcd (liquid crystal display) is intermittent as is the adjustment of the dials being intermittent. It was also reported when the device is turned on, the screen flashes and "waves", the dials do not change the numbers on the screen, the screen is not showing appropriate numbers, the atrial and ventricular pace/sense lights do not light up. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis could not confirm the reported event or failures seen during servicing of the device, no defect was found.